Manufacturer narrative:
Mentor became aware of event details that were mistakenly omitted in the previous supplemental report. Mentor received an update providing new event details to the patient's diagnosis as well as the replacement devices they received. The patient experienced postoperative bilateral capsular contracture (baker grade IV). As a result, the patient underwent bilateral explantation on (B)(6) 2020 and replaced with like devices, 375cc mentor memorygel breast implants (catalog number 3503751bc, left-sided serial number (B)(4). Right-sided serial number (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On march 23, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, a crease on the anterior view was observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. As a result of the patient's capsular contracture, she underwent bilateral explantation on (B)(6) 2020. The explantation date, patient code, and method code sections have been updated accordingly to reflect the medical device removal. Reason for device explant and/or reoperation: capsular contracture manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1/23/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor became aware of an event detail that was mistakenly omitted in the previous supplemental report. In section b, the checkmark for "required intervention" was not filled to reflect the medical device removal. This supplemental report has been updated accordingly. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Concomitant products: 375cc mentor memorygel breast implant (catalog number 3503751bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latina female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture baker grade IV. The diagnosis was confirmed by MRI upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.